Event description:
The manufacturer received information alleging an issue related to a bilevel positive airway pressure (bipap) device's sound abatement foam. The patient alleged visualization of particles. There was no report of patient harm/injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a bipap device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.

Manufacturer narrative:
Additional information was received on aug 19, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleged particles in the airpath related to a bipap device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated by the manufacturer and using a known good power supply and power cord, they was able to confirm the device powered on and provided airflow. A musty odor was detected during therapy and a high-pitched sound was observed. The manufacturer inspected externally and internally, observed one side of the blower box had most of the sound abatement foam missing, both sides of the blower box had foam that looked like they had moisture, black particles of contamination on the underside of the blower box lid were consistent with degraded sound abatement foam, top and bottom of the blower motor had pieces of degraded sound abatement foam stuck to it, blower box had many pieces of degraded sound abatement foam laying inside of it, tiny black pieces of contamination on the bottom enclosure were consistent with degraded sound abatement foam, front and rear panels contained tiny black specks of contamination consistent with degraded sound abatement foam, unknown brown and black contamination at the air inlet of the blower box, unknown white dust-like contamination on top of the blower motor, also potential mineral deposits on the bottom of the blower motor, black contamination, consistent with keratin, at the air outlet of the blower box, brown dust-like contamination on the top enclosure and front panel, potential dried liquid spots on the blower box indicating potential liquid ingress, bottom enclosure is missing 2 nonskid pads, also unknown brown fuzz-like contamination on the bottom enclosure. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found zero error codes. The manufacturer concludes that they were able to confirm the complaint but not address the symptoms specified. There was evidence of sound abatement foam degradation.